Event description:
According to the facility they "couldn't get vacutainer off so they had to reaccess the patient".

Manufacturer narrative:
According to the facility they "couldn't get the vacutainer off so they had to reaccess the patient". Per the facility this occurred on 11/01/2024 and the facility had to reaccess the port which required another needle stick. Per the facility, the patient is reported to have had no issues. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.